Event description:
During a review of the alarm log for a related report, the home patient (hp) reported a check patient line alarm. The hp stated fluid started coming out of the patient line. The hp closed the clamp on the patient line during pumping. The hp then opened the door to start over with new supplies. Gts explained the alarms and assisted the hp with getting back to self testing with a new cassette in the machine. On (B)(6) 2010 product surveillance spoke with the hp regarding the reported problem. The hp stated that he was not used to the machine the night of this report. He did not remember what he did and could not recall any further details. The hp confirmed nothing unusual was noted with the supplies. The hp confirmed he has resumed therapy without complications. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report of a check patient line was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was due to use error. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.